Event description:
It was reported that during a total laparoscopic colectomy procedure, the colon was mobilized using the harmonic scalpel. The proximal bowel was brought out to put the purse string device in above the specimen. Placed anvil in proximal bowel, sutured down purse string device around post of anvil, cleaned off all around the anvil. Placed anvil proximal back into the incision. An anvil grasper was used to connect the distal & proximal ends together. The donuts were examined and were good. A leak test was performed and a leak was detected. An attempt to repair leak with silk suture using a knot pusher. Again a leak test was performed, leaks were found. The anastomosis was re-stapled distally. The proximal bowel was pulled out again to place a 2nd purse string. Another device was used and the surgeon sutured around post of 25mm anvil. Pushed proximal bowel back into the trocar, connected the two again and fired stapler. The distal donut was complete, but proximal donut was not all the way complete. A leak test was performed and leaks were detected. The surgeon attempted to suture again using a knot pusher, leaks were still found. There was a hole in the side wall of the bowel on proximal side. Attempted to suture again but was unsuccessful. Finally the pt was opened and the anastomosis was oversewn. Tested for leaks, no leaks. Used seal glue around staple line. The procedure was prolonged but the pt is fine.

Manufacturer narrative:
Date sent: 6/30/2006. H4.,6.: info anticipated, but unavailable at this time.